Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that wound swelling and fluid leakage were observed at the implantable cardioverter defibrillator (ICD) site. During the extraction procedure, it was confirmed that pus was present inside the pocket. The ICD was explanted and the right ventricular (rv) and right atrial (ra) leads were capped due to infection. No further patient complications have been reported as a result of this event.